Manufacturer narrative:
(B)(4). Date sent: 6/20/2024 b3: event year only reported: 2024. D4 batch #: c9d99y. Did the patient suffer any adverse consequences? The patient did not suffer any adverse consequences . Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. Please reference the instruction for use for more information: as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9d99y, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure that the device had issues. During activation one of the copper joints of the device came out and was dangling. When it went to fire the blade automatically stopped and would not advance. No further information was provided.